Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high. Customer's blood glucose level was 488 mg/dl. She treated her blood glucose level with a syringe. The customer was feeling nervous. The infusion set had a bent cannula. Her blood glucose level continued to go up after changing the infusion set. The device was not returned.